Event description:
Patient reported to rn that she was burned from the warm pack that was placed on her left arm prior to an IV start. Rn noted the area was red with slight elevation, but no blistering. Patient complained of discomfort. Md notified--no change in management plan. No medications required to treat reddened area. Rn noted that the warm pack had been applied directly to the skin and that the hot pack cover had not been applied.this heat pack is a relatively new product to our facility. The previous product did not require a cover or sleeve--this new product does. Staff applied the heat pack without the sleeve, although the packaging clearly indicates that a towel or soft cover should be wrapped around the heat pack before application.